Manufacturer narrative:
A1,2,3,4;b6,7;d10: info unavailable. 9/4/96 1515 message and 800# left for md call back. 9/5/96 surgeon returned call. He stated the clips from the mcm and mcs scissored and cut the vessel in half. He stated on one instrument 1 or 2 in a row did this and on the other 2 or 3 did. He stated he was able to complete the case with these instruments. "Good" clips from these appliers were used to control the bleeding. D5,6;h4: info unavailable, device not returned for analysis.

Event description:
The device was used during a plastic neck reconstruction. It was reported the mcm and clips spit from the applier. The applier was closed on a vessel without clip in the jaws and cut the vessel. The surgeon tied the vessel with suture to complete the procedure.